Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back during right ventricular (rv) lead's revision was performed. Additional information received that lead dislodgement was confirmed through x-ray with lack of capture. Furthermore, field representative confirmed that the lead dislodgement occurred after pocket closure. This lv lead was currently turned off and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.